Event description:
Patient representative reported left side "beginning capsular contracture" baker grade unknown and "worried about developing cancer".patient representative reported left side "no evidence of capsular contracture or leakage". Patient representative additionally reported left side "folds" and "low amount of liquid in place". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported left side "no evidence of capsular contracture or leakage". Patient representative additionally reported left side "folds" and "low amount of liquid in place". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported unknown side "beginning capsular contracture" baker grade unknown and "worried about developing cancer". The device has been explanted.